Manufacturer narrative:
Updated sections: d9, g3, g6, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the universal power distributor (upd) board for failure analysis evaluation. In the system logs, an error was found, indicating that the failure occurred in the field. Visual inspection of the unit did not reveal any issues correlated with the reported event. The upd was installed onto the golden system, where it underwent 10 power cycles. During these cycles, the error repeatedly occurred, indicating that one of the nodes on patient cart controller (pcc) #3 was not present, even though the system was reset and programmed. When the upd board was replaced with a known-good unit, the error disappeared.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal power distributor (upd) to resolve the errors, and the system was tested and verified as ready for use. Isi did not receive a da vinci product to perform failure analysis. System log review: a review of the site's system logs was performed and the investigation revealed the following possible related errors: node 48 is not present at startup, node name: battery serial communication translator (bsct) programmable interface controller (pic) in the patient side cart (psc), and node 47 is not present at startup, node name: universal power module (upm) pic in the psc.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the system repeatedly displayed error code 319, requiring the conversion to a laparoscopic approach. The issue occurred approximately an hour into the procedure, when an intuitive surgical inc. (Isi) technical support engineer was consulted and verified that error 319 continued despite two power cycles. After reviewing the system logs and confirming the errors, and requested the staff to perform another power cycle, but the issue persisted upon restart. As no backup da vinci system was available, the procedure was initially converted to a laparoscopic approach but was subsequently proceeded to a mini-laparotomy. The lumpectomy required enlarging the incision to 10 cm to remove a 6cm tumor. The patient tolerated the changes in the procedure approaches, and the procedure was completed without further complications.